Event description:
In 2007, the customer reported that the connector of a 8fen tracheostomy tube "broke" during patient use. This report is associated to the fourth occurrence on rp200702-1415 / 2936999-2007-00085.